Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. When inspecting the catheter shaft under the microscope, conductor wire 2 was noted to be protruding out of the shaft just distal to electrode ring 4. It was also noted that the catheter shaft had been slightly bent between electrode rings 3 and 4. Electrode ring 4 was removed and conductor wire 2 was noted to be fractured at the distal edge of the electrode ring. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured and protruding wire remains unknown; therefore, a product deficiency could not be confirmed.

Event description:
This report is to advise of an event observed during analysis confirming exposed wire.